Event description:
The plaintiff's attorney alleged that the pt experienced cardiac arrest during treatment and subsequently expired, all of which was allegedly caused by the exposure to the product administered for dialysis treatment.

Manufacturer narrative:
This is one event for the same patient involving two separate products.